Event description:
Pt on fi (fractionated index) o2 70%. Fi increased to 80% vent, started to alarm. Fi o2 would go from 80% down to 21% and back up to 80%. Pulse oximeter saturation decreased to 90%-pt bagged. New vent obtained-same alarm happened. Pt bagged and transferred to new room. Saturation increased to 94%, blood pressure 84/40, heart rate 106. Clip from behind the outlet was replaced.